Manufacturer narrative:
(B)(4) gap - not labeled. Evaluation results and conclusions: other (gap between the tapered tip and the graft cover).

Event description:
An aneurx bifurcated stent graft was selected for use in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology was reported as non-tortuous and moderately calcified. It was reported that when the delivery system was removed from the packaging there was a gap between the tapered tip and the graft cover. The delivery system was advanced in the vascular; however, it was unable to be advanced to the intended lesion site due to the gap in the device. The stent graft delivery system was removed from the patient. The user facility discarded delivery catheter. The physician successfully completed the case with another aneurx device. No clinical sequelae were reported and the patient is fine.